Event description:
Iridex became aware of an incident that during a ciliary body photocoagulation procedure, the patient's sclera coagulated when using the g-probe delivery device. The treatment was being performed along with the cyclo g6 laser console. The complainant specifically mentioned that the tip of the g-probe was different from that of the normal product. A replacement probe was used, and procedure was completed with no further complications. This event is a known failure mode based on functional design features and may require intervention.